Event description:
The hcp reported the patient "had adverse reaction to morphine." No specific symptoms were reported. The hcp decreased the morphine concentration form 10mg/ml to 1mg/ml. No device troubleshooting was done. The patient recovered without sequela and is doing well.